Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal of a 5f mynx control vascular closure device (vcd), the sealant adhered to the balloon and was extracted along with it, resulting in insufficient hemostasis. Inspection revealed the sealant was completely stuck to the balloon. There was no reported patient injury. There was no visible damage to the device prior to opening. The device was stored and prepped as per the instructions for use (IFU). The device will be returned for analysis.

Manufacturer narrative:
As reported, upon removal of a 5f mynx control vascular closure device (vcd), the sealant adhered to the balloon and was extracted along with it, resulting in insufficient hemostasis. Inspection revealed the sealant was completely stuck to the balloon. There was no reported patient injury. There was no visible damage to the device prior to opening. The device was stored and prepped as per the instructions for use (IFU). Additional information was requested but not provided. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were partially depressed, while the stopcock was found in the open position with the syringe used attached to the unit. The sealant was not present, possibly due to the partial activation of the deployment system where both buttons were observed to be partially activated. It must be mentioned that the activation of button 2 without the complete depression of button 1 would result in an inadequate use of this device design. Additionally, the cordis-sheath used with the device was returned inserted in the unit. A partial functional test was performed on the unit as it showed evidence that the deployment mechanism was initiated before its arrival at the cordis laboratory. Initially, the balloon was manually pulled to reset button 2, as the received state of the unit indicated inadequate use per the IFU, which promoted a locked condition in button 1. No resistance or friction was observed when button 1 was depressed; nevertheless, the sealant deployment could not be evaluated as the sealant was no longer in its manufactured position. Additionally, the expected balloon retraction was obtained after button 2 was fully depressed. Therefore, it was concluded that the mechanism of the unit was not compromised, and no manufacturing issues were observed during this evaluation. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device as it was received with the sealant deployed off the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported issue of the sealant sticking to the balloon since the sealant was not returned with the device. However, since buttons 1 and 2 were not fully depressed on the returned device, procedural/handling factors (user error) are likely. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ during step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button #1 is not fully depressed, the deployment of the sealant may not be fully activated as designed. Also, if button #2 was not fully depressed, the balloon may not be fully retracted into the device and can disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.